Event description:
It was reported that patient received 3 inappropriate shocks in quick succession during the implant procedure when the right ventricular lead was inserted into the device. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.